Event description:
Procedure type: esophagectomy. Pt: female, not overweight. According to the reporter: the pt experienced a post operative leak. A laparotomy was performed to reinforce the anastomosis with suture, and significant blood loss was reported. The surgeon reported that he is not sure if the leak was due to the device, as it was a difficult case. No staple line reinforcement material was used, and no leak test was performed during the initial procedure. During the re-operation no observations or abnormalities noted about the anastomosis.